Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3389s-40, lot# va0y9ug, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0yq23, implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported that the patient¿s deep brain stimulation (dbs) therapy suddenly stopped helping with the patient¿s symptoms. It was stated they used the patient programmer to check the therapy status and had made adjustments to the stimulation, but it hadn¿t helped. It was noted they ¿nearly lost him,¿ and the patient¿s son had to try to ¿get things out of their lungs and after that it became very slow.¿ it was stated the patient had an appointment to see the healthcare professional in 2 weeks but was calling to see if maybe there was an issue with the connection of the lead wires to the dbs device. The patient was implanted for movement disorders.